Event description:
Defective clamp allowed more formula to be given than prescribed by physician. Pt had vomiting and diarrhea after both events. Pt is ok now with no residual problems. The clamp is difficult to close completely. Also staff suspect that clamp self releases. This causes problems because the pt receives too much formula, too fast and places them at a very high risk for aspiration problems.